Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A dried body fluid and tissue were noted in the helix housing that caused unsuccessful helix mechanism test after 15 turns were made which is indicative of helix extension/retraction difficulty. Furthermore, susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported.